Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-apri;-2016, the fse arrived at the site to address the reported event. Upon arrival, inspection of the device revealed that the hemolysis wash line was functioning properly. The fse updated the device software and samples and chromatograms ran without issue. No further action was required by fse. The most probable cause of the reported event was due fault/failure of the hemolysis line.

Event description:
On (B)(6) 2016, the customer reported no peaks and no total area with the g8 analyzer. The customer changed the needle with no resolution. Chromatograms were faxed to technical support (ts) for review. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.